Manufacturer narrative:
Occupation: clinical engineer. Event site postal code:(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the arterial pressure signal could not be obtained from the optical sensor. The customer tried reconnecting the optical sensor several times, but it did not improve. A new iab was then inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter, between catheter and sheath and within the inner lumen. A kink was observed on the catheter approximately 76.2 cm from the iab tip. The extender tubing, one way valve and the three-way stopcock were returned. The inner lumen was found to be occluded. The occlusion was unable to be cleared. A sensor output test was performed, and the sensor was found to be within specification an underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender and pressure tubing was performed and no leaks were detected. The one-way valve was vacuum tested, and it held vacuum. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). This event occurred on the japanese market on a significantly similar device to transray 34cc which is sold in the us. For d4: di number has been used for base unit, sensation (B)(4), which is sold in the USA. Provided h4 device manufacture date correspond to device involved in the event, not available in USA. Reference complaint # (B)(4).